Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a freestyle libre 3 plus continuous glucose sensor failed to pair with the ilet despite re-pairing attempts and replacement with a new sensor, resulting in loss of cgm connectivity and necessitating a new cgm. Symptoms included none reported and blood glucose was not affected. Outcomes included user inconvenience and need for manufacturer sensor replacement and guidance from a healthcare professional for diabetes management during the connectivity issue. Investigation included customer service troubleshooting and user education. Investigation of this case revealed repeated pairing failures consistent with a faulty or nonfunctional sensor component. It was concluded that the event was due to cgm sensor pairing failure requiring replacement, with no patient injury.